Event description:
It was reported that the patient complained of chest discomfort. The threshold on the right ventricular lead was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut and had a cosmetic depression. There was blood in/on the helix/lobe mechanism. Apparent explant damage was also noted.